Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot and upn number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 1077 has been selected to address the reportable event of stent calcified. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to d1: brand name. Correction to d4: model number and catalog number. Correction to h6: evaluation conclusion codes.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a withdrawal procedure performed on (B)(6) 2019. According to the complainant, during the withdrawal procedure unusual non-renal stiffening was noticed. The physician mentioned that the possibility of internal calcification was ascertained and was not confirmed. The polaris ultra ureteral stent was removed completely. However it is unknown how the procedure was completed. There were no patent complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot and upn number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a withdrawal procedure performed on (B)(6) 2019. According to the complainant, during the withdrawal procedure unusual non-renal stiffening was noticed. The physician mentioned that the possibility of internal calcification was ascertained and was not confirmed. The polaris ultra ureteral stent was removed completely. However it is unknown how the procedure was completed. There were no patent complications reported as a result of this event.